Manufacturer narrative:
Image review: the video image and still images provided show the injection of contrast into the left coronary system and confirm that the lcx was non-tortuous but with severe calcified disease diffusely throughout the vessel. No images were provided showing devices being loaded or delivered into the vessels. One photo provided confirms the devices used in the procedure. This photo confirms that the treatment of the lcx shows that the lesion was further pre-dilated with a competitor balloon, post breaking of the shaft of the resolute onyx device, for three inflations at 18, 22 and 24 atms prior to the successful delivery and deployment of a competitor 2.75 x 24mm stent that was post dilated with a competitor non compliant balloon at 16 and 22 atms. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute onyx drug eluting stent to treat a non tortuous and moderately calcified lcx lesion exhibiting 80% stenosis. It was reported that the lesion was pre-dilated and the onyx failed to cross the target lesion. The physician pre-dilated the lesion again and attempted to advance the onyx stent again but this failed. Additional effort was applied to push the catheter which caused it to initially bend and then it was reported that the catheter completely broke. The device exited the tip of the guide catheter after it was broken. It was reported that the detached portions were removed directly from the proximal part. There were no devices or tools used to remove the detached shaft. The consultant removed the two parts manually, and a 2.75 x 24mm non-medtronic des stent was then implanted. Please note that this device (resolute onyx rx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.